Event description:
The customer called into philips to report the device fails operational check with "device error, service required" displayed on screen. Here was no reported patient involvement/adverse patient impact.